Manufacturer narrative:
The device remained implanted.

Event description:
It was reported that following successful mechanical thrombectomy of the basilar artery (ba) using two retrieval devices, the stent (subject device) was implanted across the ba. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, approximately 2 hours after the index procedure it was noted that the patient had a new onset of gaze palsy and quadriplegia. Re-intervention was performed and it was found that the stent was occluded. In-stent thrombosis was treated with integrilin and the clot was resolved. 24 hours post procedure the patient condition improved with no neurological complications.

Event description:
It was reported that following successful mechanical thrombectomy of the basilar artery (ba) using two retrieval devices, the stent (subject device) was implanted across the ba. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, approximately 2 hours after the index procedure, it was noted that the patient had a new onset of gaze palsy and quadriplegia. Re-intervention was performed and it was found that the stent was occluded. In-stent thrombosis was treated with integrilin and the clot was resolved. 24 hours post procedure, the patient condition improved with no neurological complications.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.